Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in emergency room after receiving a shock. Low, out of range, high voltage lead impedance was observed. The physician decides to change the lead but the patient left the hospital and returned back to her country. No further information available.